Manufacturer narrative:
The date of event is unknown. The date of implant is unknown. The patient's weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had allegedly reached end of life. In turn, the patient's ipg was explanted and replaced to address the issue.